Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer reported to physio-control that their device would not completely boot-up. There was no patient use associated with the reported event.

Manufacturer narrative:
After additional investigation by physio-control, the cause of the reported issue has been determined to be due to residue on filter components fl4 and fl10 on the power supply pcb assembly. As a result of this investigation, physio-control has initiated a field corrective action (reference corrections and removals number 3015876-11/07/2017-003c).

Manufacturer narrative:
Physio-control evaluated the customer's device and could not duplicate the reported issue. The power supply assembly was removed for examination and it was determined that it had caused the reported issue. Physio further examined the removed power supply assembly and observed that pin 6 of pcb-mounted jack connector, designator j41, had 2.73 volts direct current (vdc) when it should be 5vdc. This observation is indicative of possible ionic contamination; however, that could not be conclusively determined.